Manufacturer narrative:
No pt info as no pt was present in this concern. Quote only, no RMA was processed. Unsure as to what site has decided to do, when this report was generated.

Event description:
Site reported that the open spine clamp is bent. This event did not occur during surgery and no pt was present.